Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 28 oct 2020.

Event description:
It was reported the ventilator alerted to proximal line disconnect when it is not, and never on a patient. There was no patient involvement. The field service engineer (fse) confirmed the presence of the pressure line disconnect alert in the error log. The fse performed verification testing and all passed, so the device was returned to use.